Event description:
It was reported by service report that the bed would not function electronically after the CPR was used. No patient involvement or adverse consequences are reported.

Manufacturer narrative:
CPR switch.